Manufacturer narrative:
Additional information: device eval by manufacturer? And manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that the syringe pump module stopped was working halfway through the shift and were paused to troubleshoot the arterial line. When the fluids were restarted, the IV channel showed a green light when pressing ¿start¿ but no words scanned across the screen to show fluids running. The arterial line was backed up with blood indicating fluids were not running properly, and the IV fluid was moved to a new channel and resumed the ordered rate. There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the syringe pump module stopped was working halfway through the shift and were paused to troubleshoot the arterial line. When the fluids were restarted, the IV channel showed a green light when pressing ¿start¿ but no words scanned across the screen to show fluids running. The arterial line was backed up with blood indicating fluids were not running properly, and the IV fluid was moved to a new channel and resumed the ordered rate. There was patient involvement but no harm.